Event description:
It was reported that at the user facility, the saw would start running without the activation of the handswitch or the footpedal. The user facility is not aware of any problems but was not able to provide any further info.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation is completed, if add'l info is received and requires reporting.